Manufacturer narrative:
The fse found that the tubing through pinch valve pv49 was worn. The fse replaced the tubing through pinch valve pv49, and the instrument ran without any leaks or error messages. (B)(4).

Event description:
The customer reported obtaining a "diluent comparison out of limits" error message when a leak occurred on the coulter hmx hematology analyzer with autoloader. The leak was an uncontained clear liquid leak of approximately twenty five (25) ml. The customer was wearing personal protective equipment consisting of gloves, and laboratory coat when the leak occurred. There were no reports of injuries, erroneous results, direct physical contact with the leak or change to patient treatment in connection with this event. A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the instrument.